Event description:
It was reported that separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter, . "It was reported that needle hub separated from one syringe into the shield. Spouse of consumer reported finding 2 syringes with missing needles, (not loose in bag, occurrence date unknown) 1 syringe, needle hub separated, stuck in shield (occurrence date (B)(6) 2019). Same lot: 8176900, same box for both issues. Item: 31g, 6mm, 3/10ml."

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated. The syringe was returned without the hub-needle assembly. No damage to the barrel was observed. A review of the device history record was completed for batch# 8176900. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200768313, 200768254] noted that did not pertain to the complaint. Possible root cause is a misalignment in the assembly process, not allowing the needle assembly to fully seat onto the barrel tip. There is a camera that should detect the mis-assembled needle assembly, but the timing on the clock pulse eye could have been off, which would in turn kick off the wrong part, letting the bad part get through to conforming product. This lot was pre CAPA 539107, which addressed needle hub separation.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter. "It was reported that needle hub separated from one syringe into the shield. Spouse of consumer reported finding 2 syringes with missing needles, (not loose in bag, occurrence date unknown) 1 syringe, needle hub separated, stuck in shield (occurrence date (B)(6) 2019). Same lot: 8176900, same box for both issues. Item: 31g, 6mm, 3/10ml."